Event description:
A surgeon reported two patients with visual disturbances following intraocular lens (iol) implant surgery. One patient reported seeing a black arc in the left periphery of her vision which was pulsating at times following surgery. There are two medical device reports being submitted; this report is for the second patient.

Event description:
It was reported that the device was explanted after an implant duration of approximately 111.2 months, due to unknown reasons. No further details were provided.

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.